Event description:
A malfunction alarm occurred on the pump, identified as malf 12, while the patient was outside in a temperature of 100 degrees. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further malfunction codes appear.